Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 5mmol/l and the meter bg reading was 25 mmol/l. As a result, the user experienced a headache, extreme fatigue, and vomiting, the customer went to the emergency room (ER) and was subsequently hospitalized with an elevated blood glucose (bg) level of 25 mmol/l and a ketone level of 5.2mmol/l. Customer was treated with a intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.